Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the returned ligator housing had four bands still attached to it. One of the ligator housing teeth was bent. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing had four bands still attached to it, and one of the ligator housing teeth was bent. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It is most likely that once the band was tried to be deployed from the suture, the bent on this ligator housing tooth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the upper gastrointestinal tract during a loop ligature procedure performed on (B)(6) 2024. During the procedure, upon deploying the fifth band, it was noticed that it could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the upper gastrointestinal tract during a loop ligature procedure performed on (B)(6) 2024. During the procedure, upon deploying the fifth band, it was noticed that it could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.